Manufacturer narrative:
The device is still in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker system was scheduled to undergo a magnetic resonance imaging (MRI). However, when reviewing conditions with technical services (ts), it was noted that there was noise and high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. This rv lead remains in service. No adverse patient effects were reported.